Manufacturer narrative:
The engineer replaced the tubing. The investigation determined the issue was caused by defective tubing. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant vitamin d results for one patient sample tested on a cobas e 801 analytical unit. The sample initially resulted in a vitamin d value of 35.4 and it repeated as 66.1. No units of measure were provided.

Manufacturer narrative:
The vitamin d reagent lot number and expiration date were requested, but not provided. The field service engineer determined that an aspiration filter fell off a tube and was at the bottom of a system reagent bottle. The investigation is ongoing.